Manufacturer narrative:
(B)(4). Method: films. Results: stent graft migration, endoleak. Disease progression; neck dilatation. Conclusion: stent graft migration, endoleak. Disease progression; neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a CT revealed a migration of the aneurx stent graft with a type I endoleak due to disease progression. The patient will continue to be under observation and no additional treatment has been reported. The patient is stable. A review of returned films post-implant showed that the bifurcate had migrated approximately 4cm below the renal arteries. The neck diameter at the lowest right renal was 29 x 33mm, and also contained calcification and thrombus. The aaa max diameter was 5cm and was ringed with calcification. The aortic cuff was seen placed within the bifurcate aortic body; the cuff was completely covering the contra limb (converting the bifur to an aui) and a fem-fem bypass was also visible. The ipsi limb and extensions were placed within the left external iliac. The iliac limbs were patent. Earlier follow-up films were not provided and the original placement and aneurysm morphology at implant is unknown. It is likely that disease progression (neck dilatation) contributed to the migration. No additional clinical sequelae were reported and the patient is fine.